Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the same malfunction code recurred. Consequently, technical support arranged to send a replacement pump with updated software and instructed the customer on how to manage the transition, including putting the pump into storage mode and using a return box for the faulty pump. The customer will use multiple daily injections as a backup therapy until the replacement pump arrives.